Event description:
It was reported during stage 1, the tined lead only showed a reaction on pole 3. The physician decided to try a new tined lead. The physician was able to see a reaction on all 4 poles. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.